Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 component code and type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. Corrected b.1 and b.2. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images provided were reviewed by engineering and they observed that calcification was present in the landing zone (leaflet and stj), the balloon burst radially near the proximal end of inflation balloon and balloon bunching was noted toward the distal end. The complaints for balloon burst and withdrawal difficulty were confirmed based on the imaging evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The customer stated, ''a 26mm commander delivery system ruptured during valve deployment when it fully expanded and came in contact with severely calcified sinotubular junction (stj)'. Additionally, the 3mensio report revealed calcification in the stj and calcification and tortuosity in the access vessels. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty with subsequent vascular injury requiring surgical repair. The complaint for the delivery system interaction with the pigtail catheter was unable to be confirmed. Per event description, 'upon deployment of the valve, delivery system balloon rupture occurred. The balloon rupture also caused entrapment of the pigtail catheter which was in the coronary cusp'. Since the balloon was burst, the altered balloon profile can be more susceptible to catch on the pigtail catheter which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 component code and type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. Corrected b.1 and b.2. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images provided were reviewed by engineering and they observed that calcification was present in the landing zone (leaflet and stj), the balloon burst radially near the proximal end of inflation balloon and balloon bunching was noted toward the distal end. The complaints for balloon burst and withdrawal difficulty were confirmed based on the imaging evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The customer stated, ''a 26mm commander delivery system ruptured during valve deployment when it fully expanded and came in contact with severely calcified sinotubular junction (stj)'. Additionally, the 3mensio report revealed calcification in the stj and calcification and tortuosity in the access vessels. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty with subsequent vascular injury requiring surgical repair. The complaint for the delivery system interaction with the pigtail catheter was unable to be confirmed. Per event description, 'upon deployment of the valve, delivery system balloon rupture occurred. The balloon rupture also caused entrapment of the pigtail catheter which was in the coronary cusp'. Since the balloon was burst, the altered balloon profile can be more susceptible to catch on the pigtail catheter which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : no indication of device return.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, a 26mm commander delivery system ruptured during valve deployment when it fully expanded and came in contact with calcified sinotubular junction (stj). There was some stj calcium visible but at a height that measure above where the valve would land (outflow). When inflating the 26mm s3u system, as the balloon was fully inflated it ruptured. It appeared to rupture outside the valve adjacent to the stj calcium. The 26mm sapien 3 ultra looked fine and was working well. As the physicians tried to remove the ruptured 26mm commander it would not pull back into the 14f esheath. Upon angiogram they determined that the balloon material tore in a circular fashion, and they decided to have vascular surgery perform a cut-down to remove the commander system and 14f esheath together. After removal, the md team repaired the access site, and the patient was then transferred to recovery and monitored in normal fashion.

Event description:
Patient undergoing tavr (transcatheter aortic valve replacement) procedure. Upon deployment of the valve, delivery system balloon rupture occurred. The balloon rupture also caused entrapment of the pigtail catheter which was in the coronary cusp. Attempts at removing delivery system were unsuccessful, causing damage to the femoral artery, requiring surgical repair. After attempting to remove delivery system percutaneously, a femoral cutdown procedure was performed. Vascular surgeon was consulted. Removal of delivery system, balloon and trapped catheter was successful. Repair of the artery was then completed.

Manufacturer narrative:
A supplemental MDR is being submitted due to a voluntary medwatch # mw5148247, sections g6, h2, have been updated. Section b5 has been corrected to reflect the additional information provided. Additional codes have been added and corrected to h6: clinical code correction and additional device code based on the information received in the report. Investigation is ongoing.